Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 3.5mm from the balloon proximal tip. The review of the lhr (lot f1232604) indicated that the mynx lot met all established performance criteria prior to shipment based on the information provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci distributor that a patient underwent a coronary procedure on (B)(6) 2013. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon leaked. The distributor noted that no further information is available.